Event description:
It was reported when a patient presented to the clinic for a routine follow-up, upper out of range high voltage lead impedance was observed. There were no other lead anomalies noted. The system was explanted and replaced. No further information is available.